Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was intermittently unable to communicate with a monitor. The cause for the failure was isolated to an intermittent connection in the "place" wire. The root cause for the intermittent connection was unable to be positively identified.

Event description:
A us distributor returned an electrode belt during investigation of an unrelated non-reportable death and a reportable malfunction was found.